Event description:
One hulka clip was on applier and trocar. The closed clip dislodged from applier and dropped into the incision area. The surgeon searched for the clip inside the pelvic cavity and x-rays were taken x2. The clip was located and removed at lower trocar site. Wound size remained the same.